Event description:
The doctor claims that the graft was implanted 1/25/95, as a right, above-knee femoro-popliteal bypass, to treat a superficial femoral artery occlusion. The graft remained patent and functional until it thrombosed on 10/23/98. The patient presented with symptoms, to the implanting physician on 11/6/98, whereupon the occlusion was confirmed by duplex ultrasound. The patient underwent (elective) surgery to revise the graft (with a goretex graft). At a further follow-up on 1/26/99, the new graft is patent and the patient is fine (asymptomatic). Note: this was reported as a part of a post-marketing study.